Event description:
Healthcare professional reported unknown side "wound edge separation / opening." Device status is unknown. Treatment: "conservative treatment."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wound edge separation / opening"